Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed normal device function. The device remains implanted and in service. There were no patient complications or adverse effects reported.